Manufacturer narrative:
Initial.

Event description:
It was reported that after dinner the patient¿s blood glucose increased to approximately 300 mg/dl and later decreased to 78 mg/dl; the family requested an ilet replacement and discussed options with support, but further device-specific details were unavailable, and the device component involved could not be determined due to insufficient information. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.